Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and the insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that one day post implant this right ventricular (rv) lead exhibited loss of capture (loc) at maximum outputs. There was no evidence of dislodgement via imaging. The lead was explanted and replaced without incident. The explanted lead was returned for evaluation.